Manufacturer narrative:
Please note that event date is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, a patient stated that she had a trapease filter placed on an unknown date. The patient reported that she had another filter from an unspecified manufacturer also placed on an unknown date. The patient stated that "I have clots in the filter now." Patient refused to provide any information for report. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well-known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported by medical affairs, a patient stated that she had a trapease filter placed on an unknown event. The patient reported that she had another filter from an unspecified manufacturer placed on an unknown date. The patient stated that "I have clots in the filter now". Patient refused to provide any information for report. No further information was obtained.